Event description:
It was reported that caller did not see drops of insulin at end of tubing during the fill tubing step of the load sequence, and caller had not completed steps to remove air from cartridge before filling. There was no reported adverse impact to the customer¿s blood glucose level. Caller was educated to remove air from cartridge prior to filling, was guided through filling and loading new cartridge, and issue was resolved when drops of insulin were seen and insulin delivery was resumed.